Manufacturer narrative:
The complaint that the blood control valve was not working was confirmed; however, the root cause could not be determined. One needle from an 18g insyte autoguard device was provided for investigation. The needle was received fully retracted within the safety shield. The IV catheter, which contained the blood control valve was not returned for investigation. What appeared to be blood residue was visible within the safety shield and around the white button that activates the safety mechanism. The blood residue supports the complainant¿s description of the reported event; therefore, the complaint was confirmed. Since the IV catheter with the blood control valve was not returned for investigation, the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: ref # (B)(4) lot # 5008849 blood control not working. Customer responded on (B)(6): describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. When the blood control does not work as intended, it will lead to unexpected backflow of blood and cause a mess.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.